Event description:
Before the implant procedure, it was reported that the screw would not retract with the stylet out of the box. Other stylets were used and the helix would either retract or extend. The lead was not used.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Conclusion: the analysis concludes that the lead conforms to all electrical specifications. Regarding the function of the fixation mechanism, the device conforms to the established specifications utilizing a new easyturn stylet. The issue associated to the retraction of the helix was likely attributed to the damage of the blade of the returned easyturn stylet. This damage was caused by excessive rotation of the butterfly device by the physician, and this likely caused the device to become blocked in the extended position, as received. This could also explain the other difficulties, as explained by the physician in the report. (B) (4).